Manufacturer narrative:
H.6. Investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leaked. The following information was provided by the initial reporter: "it was reported that after IV was successfully inserted into the patient, and noticed that it was broken at the hub of saline lock causing it to leak. Smh's ed just recorded a safety incident where "IV successfully inserted into patient but broken at the hub of saline lock and leaking, unable to be used. New IV needed to be started.20 g IV (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leaked. The following information was provided by the initial reporter: "it was reported that after IV was successfully inserted into the patient, and noticed that it was broken at the hub of saline lock causing it to leak. (B)(6) ed just recorded a safety incident where "IV successfully inserted into patient but broken at the hub of saline lock and leaking, unable to be used. New IV needed to be started. 20 g IV refx383536.""